Event description:
Event description a guidant representative faxed an electrogram to technical services for review. A technical services consultant suspected loss of capture on the ventricular lead, however diagnostic evaluation of the lead by a healthcare professional indicated appropriate lead function. The electrogram also showed a possible ventricular tachycardia, however the absence of markers prevented confirmation.